Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076. Implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported, one week post implant, that the patient presented to the clinic for a wound check and did not feel well, with palpitations. Diagnostic testing confirmed that the right atrial (ra) and right ventricular (rv) leads were reversed in the header of the device. A lead revision was performed and they remain in use. No patient complications have been reported as a result of this event.